Manufacturer narrative:
(B)(4).

Event description:
It was reported that the since (B)(6) 2016 lead impedance and threshold has gradually increased. Possible lead maturation was discussed with the physician and suggested continued monitoring. Attempts have been made to obtain additional information; however, no response has been received.